Event description:
It was reported that right atrial (ra) lead exhibited high pacing threshold and a drop in pace impedance measurements after the patient underwent a magnetic resonance imaging (MRI) scan. In addition, an x-ray was performed, and the lead was found to be in place. Boston technical services (ts) discussed this could be related to the MRI. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that the resolution for this patient is continuous monitoring. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that right atrial (ra) lead exhibited high pacing threshold and a drop in pace impedance measurements after the patient underwent a magnetic resonance imaging (MRI) scan. In addition, an x-ray was performed, and the lead was found to be in place. Boston technical services (ts) discussed this could be related to the MRI. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.